Manufacturer narrative:
The pt remains on going with the implanted lvad device and no further issues have been reported. The tunneling bullet was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the implant procedure, the surgeon stated that after he pulled the percutaneous lead though skin, the tunneling bullet had blood in the tip and blood had leaked into the area around the pins in the percutaneous lead. The surgeon cleaned out the area around the pins and continued on with the implant.

Manufacturer narrative:
The tunneling bullet was returned to the manufacturer for evaluation. Visual inspection confirmed the presence of blood within the bullet. The manufacturer has identified a potential leak flow path when the nose cone of the tunneler is bent away from the body of the bullet. This situation is currently being addressed through the manufacturer's corrective/preventative action system to eliminate this fluid leak path contamination of the lvas driveline connector. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.